Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
Maquet field clinical representative reported that her hemopro dc extension cable trunk stock was used for demo cases and was also on loan to a customer. During a demonstration, the cable was hooked up to a demo hemopro device and it did not have a good connection. It would spark upon hooking up to the demo hemopro device without the demo hemopro device being activated. The demo hemopro continued burning and overheated. A second demo hemopro device was connected with the same results. The staff switched to a replacement hemopro dc extension cable using the same demo hemopro device and everything went fine. The demonstration was completed. There was not pt involvement.